Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited cable crushing, peeling of sheathing, cable scratching and defective water tightness. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's final investigation. Corrected fields: b5 (cable crushing, cable scratching and defective water tightness should not be included in the initial report) and h6 (a0504 leak/splash and a0415 scratched material should not be included in the initial report). In addition, the following reportable malfunctions were identified during the device evaluation: cable water-tightness failure a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.